Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they saw the patient and reprogrammed him again. Thus far, they cannot regain the relief patient had prior to lead migration. Impossible to determine cause.

Manufacturer narrative:
Device available for evaluation: product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type : lead. Product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient (pt) reported a decrease in pain relief to his left leg since his device was activated last week. Pt had a new x-ray done yesterday which shows that his leads have migrated to mid t9 and bottom of t9. Pt had been non dtm group and had reported very good pain relief to his left leg and foot. Pt reports that he went to bed on friday night, (B)(6) 2021 getting good pain relief but woke up saturday with no pain relief and feeling ill. Pt describes having chronic gastrointestinal problems and related his feeling ill to the chronic gi sickness. Pt did not specific his gi disorder. Unable to reprogram for dtm as the leads are no longer in position. Pt does suffer from left leg crps related to a 6 gunshot wounds one year ago. Mapped leads and was able to provide him with an ld program that he stated felt very good. Pt feels parasthesia from his left hip all the way up to his toes, but not including the toes. Pt will call manufacturer representative (rep) on friday, 02/05/2021 with an update.